Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/19/2020 h.6. Investigation: eleven (11 ) samples were received for investigation. They all came with plastic shield; a functional test was performed by connecting each needle assembly to a syringe with saline solution. Five (5) samples showed a normal flow when expelling the solution. The rest six samples (6) were blocked, the solution was not expelled, only droplet of solution were expelled. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Based on the samples analysis. On six samples, the symptom reported by the customer was confirmed. A device history review could not be completed as no batch number was provided. See h.10.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and wouldn't draw up insulin from the vial. This occurred with 12 different needles during use. The following information was provided by the initial reporter: "caller reported they had 2 needles that were blocked and would not allow them to draw insulin from the vial."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle was blocked and wouldn't draw up insulin from the vial. This occurred with 12 different needles during use. The following information was provided by the initial reporter: "caller reported they had 2 needles that were blocked and would not allow them to draw insulin from the vial."